Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported by a patient that she is experiencing a rash at the access site. The rash began on (B)(6) 2014 (24-hours ago). The patient explained that on (B)(6) 2014 she had a procedure in an unspecified vessel after an unspecified procedure. The patient has applied two doses of benadryl but the rash remains. The patient has a scheduled doctor's appointment, results have not been conveyed. The patient has stated that she is unaware of having a "nickel" allergy, but cannot wear certain types of jewelry. Additional or further information was declined to be provided by the patient at this time.